Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. There was no reported impact to blood glucose. Customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned